Event description:
Triage cardiac devices demonstrated low recovery results for ckmb and tni while testing with controls.

Manufacturer narrative:
Testing of the returned customer devices (w44467) against qc retained devices (w44467) with qcr cal c, e, and g. Observations for low recovery of ck-mb. Eval observed low bias in recovery, ranging from 62%-85%, for each analyte at every level. Multiple data points were below the mfg 2sd range for ckmb. Low recovery for each analyte has been documented. Product support confirmed low recovery of all three analytes on device lot w44467 when testing it against in-house calibrators. Issue was opened in order to review the lot further and determine possible further action. CAPA, has been initiated and a recall has been initiated for the lot in question.